Event description:
International customer reported that a pt underwent a ventricular-septal defect repair with ptfe patch. Two days following the surgery, the pt worsened and expired. During autopsy, it ws found that the suture broke. The break is described as "smooth unfigured edges".

Manufacturer narrative:
Result code: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion code: no failure detected and the product exceeds tensile strength requirements.